Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body. Update rec'd (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain, elevated metal ion levels, and cup loosening. The cup is now being added to the complaint. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what was previously allege, pfs alleges device failed causing injuries and bone damage. After review of medical records for the MDR reportability, patient was revised to address failed acetabular component. Operative findings reported that the acetabular component appeared to be in significant amount of anteversion, cup was actually loose and osteolytic defect noted. Laboratory results for metal ions were above 7ppb.